Manufacturer narrative:
(B)(4). As no sample was returned for evaluation, we are unable to investigate further to the issue of ¿when doctor open the pack of suture, he found that suture threads pull out from the needle swage ". The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot mlz246, and no non-conformances were identified. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Confirm out of qty 3 involved, how many total devices noticed with detachment issue before use on patient- pre-op while dispensing or in package? And how many total devices noticed with detachment issue during use on patient- intra-op? Note: events reported in 2210968-2019-90148, and 2210968-2019-90149.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used. During the procedure, when the doctor performed the first stitch, he found that suture thread pulled out from the needle swage. There were no adverse patient consequences reported. Additional information has been requested.